Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in hospital for follow-up. Upon interrogation, the left ventricular lead exhibited no capture. A chest x-ray confirmed lead dislodgement. Programming changes were attempted unsuccessfully. The lead was capped and replaced (B)(6) 2017. No further information regarding patient¿s condition was available.

Event description:
New information noted that the lead was explanted and replaced. The patient was asymptomatic before, during, and after the procedure.